Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate therapy due to noise. The patient was having heart surgery at the time of the episode. It was noted that te oversensing was associated with the surgery. Patient reported feeling fine after the surgery.